Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was explanted and replaced. The lead will not be returned as it was destroyed and discarded during laser lead extraction.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited shocking impedances greater than 125 ohms. It was determined that the lead had fractured due to the sudden impedance rise. The patient received an inappropriate shock on due to noise. The patient was admitted into the hospital and was to undergo a lead revision procedure. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.